Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, deflation: no observed, opening in the photo. Headache-ndr: not applicable, as the event is not related to the device. It is not possible to determine ,the lot number or catalog through the photos provided.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Additionally the patient reported headaches not related to the device. The device remains implanted.